Event description:
I have used polygrip since approx in 2001 as my daily denture adhesive. I began having some problems around 2008, when I began to share my symptoms with my family doctor. I have had sharp pains in my head, numbness in my arm and as a matter of fact my arm is numb now. I have experienced shortness of breath to the point that I had to leave my work place until they subsided. I have had all the symptoms associated with the polygrip event except the blood in my urine. I was given a cat scan in 2009. The cat scan was normal. I will see my doctor the same month, and I will have him test my blood for zinc and copper. Dose or amount: denture cream, frequency: daily, route: po. Dates of use; 2001 - 2009. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped: no.